Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Per user facility medwatch form, #(B)(4), the patient is in for a laparoscopic cholecystectomy. The surgeon used ethicon ligaclip 10 mil ref er320, lot # f4pzor, expiration 2014-10. The first two clips fired and were too loose. The third clip would not fire at all. Another device was opened, and the vessel was reclipped with the new device without any problems. Surgeon reports no harm to patient. Representative was notified.